Event description:
It was reported that at (B)(4), 11 minutes of use, the fiber was observed to be forward firing. The fiber was replaced and the procedure completed using a second fiber. Patient outcome stable, there was no patient injury reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of glass cap was detached and not returned. The glass cap exhibited severe devitrification at output window. Cap wear and glass cap detachment are known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified that the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of metal cap.the metal cap exhibited severe charred detritus adhesion on surface and melting at the output window. The outer flow tubing open end exhibited minor scratch marks. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that at 71,439 joules, 11 minutes of use, the fiber was observed to be forward firing. The fiber was replaced and the procedure completed using a second fiber. Patient outcome stable, there was no patient injury reported.